Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.should additional information become available a supplemental record will be filed.broken weld at bottom rear

Event description:
The left frame is broken at a weld.